Event description:
A review of service data has detected a reportable event. Upon servicing, the housing on battery pack sn (B)(4) was deformed preventing insertion into a test monitor. The last patient to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. Upon receipt the battery housing was melted. The deformed battery pack was unable to fit into a test monitor. Upon investigation there was no damage found to the internal components. The root cause for the deformed battery pack housing cannot be positively determined but is likely physical abuse. No adverse event resulted from the defective battery pack. The last patient to use this battery did not report any deficiencies.